Event description:
The guidewire used for central line placement became hung up in the apex of a previously successfully deployed filter. Resistance was encountered during removal attempts and continual exertion resulted in freeing the wire, however, the filter was dislodged by this maneuver. The filter was successfully removed utilizing a snare and a second filter successfully placed. This device was destroyed by the user facility. Therefore, no engineering eval will be available. Co's follow up indicated that the central line was not placed under fluoroscopic visualization. The filter referenced in this report had been successfully placed several days prior to this event without complications. No malfunction of the device was reported. Rather, guidewire placement for a central line resulted in complications that led to this event.